Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. As per information from the implant registration card, 2 channels were outside of cochlea since implantation. According to the patient report, the electrode array further migrated, so that 3 electrode contacts were outside of cochlea. The patient had reduced hearing performance and therefore, underwent re-implantation. Damages found are most likely due to explantation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The electrode array of the concerned cochlear implant had migrated, so that 3 electrode contacts were outside the cochlea. The patient had reduced performance and underwent re-implantation.

Event description:
The electrode array of the concerned cochlear implant had migrated, so that 3 electrode contacts were outside the cochlea. The pt had reduced performance and underwent re-implantation.

Manufacturer narrative:
UDI code not available for this device. The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.